Event description:
It was reported that cgm displayed error 42 while sensor was being used. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, and successfully restarted sensor session without error reoccurrence.